Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had kinks approximately 32.0, 39.0, 41.0 and 59.5 cm from the proximal end and was fractured approximately 34.0 cm from the proximal end. The pull wire was retracted out of the pusher assembly distal detachment tip (ddt). The embolization coil was undamaged and detached from the pusher assembly. Conclusions: evaluation of the returned pod10 revealed a fractured pusher assembly and detached embolization coil, which was returned within the lantern. If the device is forcefully advanced against resistance, damage such as a kinked pusher assembly may occur. Further manipulation of a kinked device may result in a fracture. If the pusher assembly fractures, the pull wire may retract from the pusher assembly ddt which would allow the embolization coil to detach. Further evaluation revealed pusher assembly kinks and an introducer sheath kink. These kinks were likely incidental to the reported complaint. Evaluation of the returned lantern revealed a kink. If the device is advanced against resistance or otherwise mishandled during use, damage such as a kink may occur. This damage likely contributed to the inability to advance the pod10 during the procedure. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02128.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02128.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod10s and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a non-penumbra guide catheter to the left side of the target vessel and the lantern in the contralateral approach. Next, while advancing a pod10 through the lantern, the physician experienced resistance after advancing the pod10 approximately 30 cm into the lantern; therefore, the pod10 was removed and rinsed with saline. While re-attempting to advance the same pod10 through the lantern after flush, the physician experienced resistance; therefore, the lantern and pod10 were removed together. The procedure was completed using a new pod10 and lantern. There was no report of an adverse effect to the patient.